Manufacturer narrative:
The device was returned to olympus for evaluation. The reported failure of the electrode loop breaking was confirmed. The distal end portion of the electrode loop measuring 7mm in length was broken and not returned. Charred stains caused by thermal damage were observed on both blue and yellow posts. The device could not be functionally tested as it was returned with the loop broken off.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported failure could not be determined at this time. The most likely cause of the failure is that the device may have come into contact with a metal material during the hf output, or excessive force or stress was applied to the electrode loop during use. The instruction manual contains warning statements in an effort to prevent damage to the device. "When attaching the electrode, make sure not to push it too forcefully into the working element. Otherwise the electrode may be damaged."

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the electrode loop broke. A different but similar device was used to complete the intended procedure. No patient injury was reported.